Event description:
A customer contacted beckman coulter, inc (bci) in regards to erratic total beta hcg (tbhcg) results in different gestational age categories generated on access 2 immunoassay system for one patient. The results were reported out of the laboratory. Subsequent testing produced an elevated result that was reproducible. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic lithium heparin plasma tube with a gel separator, and was centrifuged for five minutes at 4500g at room temperature. Qc is performed once per day and was within the established range prior to and after the event. A routine system check was performed on (B)(4) 2011, and the results were within instrument specifications. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) verified all fluid connections. The fse made a slight adjustment to the ultrasonic voltage and mixer speed, and cleaned the main pipettor wash station. The fse performed a high sensitivity system check, which passed within instrument specifications. A definitive root cause has not been determined to date for this event